Manufacturer narrative:
The returned device was evaluated. During inspection of the device, the unit was found to have missing display segments. In addition, low speaker volume was observed. The lcd module and speaker were replaced, and the unit functioned as designed. A service history record review reveals that this unit was in the field for over (B)(6) years with no previous reported issues related to this reported event.

Event description:
The customer reported that the device has a bright line through the middle of the display. No consequences or impact to patient were reported.